Manufacturer narrative:
(B)(4). Citation: surg endosc (2006) 20: 934¿941; doi: 10.1007/s00464-005-0270-y. (B)(4).

Event description:
It was reported via journal article: "title: laparoscopic adjustable gastric band versus laparoscopic roux-en-y gastric bypass" author : c. Galvani, m . Gorodner, f. Moser,m. Baptista,c. Chretien,r. Berger,s. Horgan. Citation: surg endosc (2006) 20: 934¿941; doi: 10.1007/s00464-005-0270-y/ the study aimed to evaluate the results of laparoscopic adjustable gastric band (lagb) versus roux-en-y gastric bypass (rygb) at a single institution. Between nov2012 and dec2004, 590 patient underwent bariatric procedures. Of these, 120 patients (n=10 male and n=110 female; age of 41±10 years) had laparoscopic rygb and 470 patients (n=94 male and n=376 female; age of 41±10 years) had lagb. In lagb procedure, the wrap was performed using the suture assistant device (ethicon). 2-0 prolene sutures was used to fix the port in the anterior wall fascia. In rygb procedure, harmonic scalpel was used to create retrogastric tunnel. Postoperatively, in lagb group, 13 patients experienced port and tubing complications which were managed by replacing the port under sedation and local anesthesia. The current study demonstrates that lagb is a simpler, less invasive, and safer procedure than rygb.